Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, a crack was found along the pump battery compartment. Additionally, all of the pump keypad buttons were intermittently unresponsive and required multiple presses to engage. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the complaint, the audio bolus button was intermittently unresponsive and difficult to press. The bolus button cover was removed and the internal plug contact was misaligned and contamination was present.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated the display was gradually dimming and reddened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.